Manufacturer narrative:
No sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that dull knife blades were noted during surgery. Alternate knives were used to complete the procedure. There was no pt impact.